Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected of delivering inappropriate anti-tachycardia pacing (atp) and six electric shocks due to sinus tachycardia. Therapy did not convert the rhythm and was exhausted. This ICD remains in service. No additional adverse patient effects were reported.